Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, the patient experienced leakage issues from the infusion set. The leak was at the site of insertion. The patient was able to change the infusion set. No further information available.

Manufacturer narrative:
(B)(6).